Event description:
The endoscopic support specialist (ess) reported that during an onsite reprocessing education visit at the customer¿s site, it was discovered that the scope was being improperly reprocessed. The customer informed that the ess that the doctor performs the pre-cleaning and only wipes down the insertion tube, suctions saline through the channel and then suctions 70% alcohol through channel. The customer utilizes saline instead of water. The customer does not suction water or air through the suction channel. In addition, the customer does not flush the auxiliary water channel or use an air/water channel cleaning adapter the customer uses saline in water bottle during procedure. There were no associated patient infection reported.

Manufacturer narrative:
The subject device will not be returned to the service for evaluation. As part of our investigation, the ess recommended that the customer wipe down insertion tube with a water soaked lint free cloth. Suction water and then air through the instrument channel and use a flushing pump or auxiliary water tubing to flush auxiliary water channel. In addition, recommended that customer use an air/water channel cleaning adapter. Use water in water bottle during procedure instead of saline . The ess reported that the customer was sent the reprocessing IFU's, on track forms and reprocessing posters via email. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer reported that the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed that the facility staff was inadequately trained in device handling and/or reprocessing according to IFU. The legal manufacturer references reprocessing IFU section 2-6. Labeling review ·IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. -wipe the insertion section with dip clean lint-free cloths. Dip clean lint-free cloths or sponges in the water and wipe the entire insertion section of the endoscope. Wipe from the boot at the control section toward the distal end. - aspirate water before suction air. 5.3 precleaning the endoscope and accessories aspirate water - clean the auxiliary water channel using flushing pump or auxiliary water tube 5.3 precleaning the endoscope and accessories flush the air/water channel with water and air·flush the auxiliary water channel - use the aw channel cleaning adapter 5.3 precleaning the endoscope and accessories flush the air/water channel with water and air·flush the auxiliary water channel - user water in water bottle during procedure operation manual: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. The legal manufacturer confirmed via device history record (DHR) that the device was shipped out, satisfying specifications.